Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was noise and a decreased sensing value noted on the right ventricular (rv) lead due to a suspected micro-dislodgement. A lead repositioning procedure is anticipated and the patient was stable with no consequences.

Event description:
Additional information received indicated that the lead was replaced and there was also a suspected cardiac perforation noted. Further information has been requested but not yet received.